Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.

Event description:
The patient reports having a problem with the injection port post implant of the realize adjustable band. Per the patient, the physician stated there was some kinking and surgery was performed to fix that problem. After that the patient stated she continued have problems with fills and there was difficulty getting fluid in. Consumer reported continual weight loss. A fluoroscopy was done in (B)(6) of 2010. Following the fluoroscopy the patient was told to go to the ER due to a severe blockage. The patient was informed they could have the band removed or they could attempt to fix it. At that point the patient opted to have the band removed. The patient is fine.